Event description:
It was reported that 27 months post implant an infrarenal aortic extension developed a proximal type 1 endoleak. The patient was treated with a suprarenal aortic extension, which successfully corrected the endoleak. Reportedly, the patient tolerated the procedure well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The device was not returned for evaluation. However, an image was provided by the hospital clearly showing a proximal type I endoleak from an infrarenal aortic extension. Therefore, the reported complaint is confirmed. Based on the information provided, the potential cause of the event could not be determined. Endoleaks are a known risk of the procedure as stated in the IFU.